Manufacturer narrative:
The device was not returned for evaluation. Clinical review was performed finding that bicarbonate was used in the purge. The bypass technique was used. The cause of the purge leak was sidearm yellow luer damage as a result of bicarb weakening the plastic of the yellow luer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
A medwatch was received that reported a 55-year-old male was implanted with an impella device as a bridge to transplant. It was reported that a leak was noted on the connector of the purge line purge cassette after performing recommended troubleshooting the purge pressure and flow reestablished. There was no patient harm reported as a result of the issue.

Manufacturer narrative:
Updated information: d4 UDI number updated. D6a/d6b added. F6/f8 should have been omitted in initial report. G1 reporting contact email updated.